Manufacturer narrative:
Patient consequences were not reported with the initial report.

Event description:
(B)(6) 2023 (B)(6) (rep hcp for): medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that when an attempt was made to close the surgical incision, the grey portion of the navigation sphere came off in the dome and remained in the operative field. When the instrument was checked the navigator sphere was found with the half grey portion missing. The device was found and did not remain in the patient's body.